Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device failed to cut and had slow revolutions per minute. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Blade does not cut - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.